Event description:
It was reported the patient was not receiving effective therapy. Lead diagnostics indicated the left lead had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6).

Manufacturer narrative:
The report event of effective therapy cannot be confirmed or not confirmed due to the product analysis alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.